Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 21 device thrombosis adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between 06/09/2022 - 11/28/2023. Patients¿ mean age is 73 years, ranging from 37 - 96 years. 62% of the patients were male, 38% of the patients were female.

Manufacturer narrative:
An event of 21 device thrombosis adverse events which are considered serious injury were reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a - implant date: earliest implant date used.